Event description:
Caller reported a malfunction on the pump, which did not occur after any notable events. There was no information about the impact on the customer's blood glucose level. Technical support was set to replace the pump as the malfunction code was not resettable. The customer did not have backup therapy and planned to contact their healthcare provider.